Event description:
Repeated exit blockage in the ventricle, after magnet application, the asystole was terminated. The usual vat pacing followed. The pacemaker was programmed in the factory setting.

Event description:
Repeated exit blockage in the ventricle, after magnet application, the asystole was terminated. The usual vat pacing followed. The pacemaker was programmed in the factory setting.